Event description:
User facility medwatch report received that states "patient presented to physician to intermittent claudication of the left leg. Patient was taken to cath lab (not at this facility) for an atherectomy of the left popliteal artery and under fluoroscopic was found there was a foreign body consistent with a starclose device that was fluctuating with each cardiac cycle. Further evaluation disclosed that the foreign body was the starclose device that was intraluminal and attached to the wall of a vessel. Arrangements were made and the patient was brought into our faculty for removal to prevent the possibility of embolization to the left superficial femoral artery." No additional information provided. Customer report source contacted and the following additional information was received: angiography was performed via the left transfemoral approach in the antegrade fashion. Subsequently, the patient did well. A repeat ultrasound showed that the starclose device was intraluminal and was attached to the posterior wall of the right common femoral artery.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The patient was taken to the operating room and it was noted that there was an area of inflammation that corresponded to the puncture area. Therefore, this area was dissected and the external iliac artery was exposed. An incision was made over the area where the artery had been punctured and the starclose device was noted in the posterior wall. The device was easily removed. Subsequently, blood flow was allowed into the profunda femoral artery and the wounds were closed. The patient was discharged the next day. There were no reported adverse patient sequelae. No additional information was provided. The customer reported the device was discarded. The investigation is not yet complete. A follow-up will be submitted with all additional relevant information. Attachment: user facility voluntary medwatch report number 0502950000-2012-8003.

Manufacturer narrative:
(B)(4). It is indicated that the device was discarded and is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. Reviews of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.